Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty control panel. The device was evaluated and the reported issue was confirmed as it was noted the unit was receiving an alarm 47 due to a faulty control panel. The control panel was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that monitor was not displayed in arctic sun device during usage. Per follow up information received via email on (B)(6) 2024, device was under investigation. Case completed by another device. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that monitor was not displayed in arctic sun device during usage. Per follow up information received via email on 09aug2024, device was under investigation. Case completed by another device. No impact to the patient.